Event description:
It was reported that during da vinci-assisted right hemicolectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report error c-34 on their generator in mid surgery, patient in operating theatre. Prior to call to technical support site had already replaced the monopolar cables with new ones, power cycled both the system and the integrated electrosurgical unit (iesu) but issue persisted. As system was onsite, tse could review the logs and confirmed several instances of error c-34. Tse informed this is an internal fault of the generator. Caller informed tse that prior to call, they had already connected a force triad ft-10 to the system using the blue system cable. Tse informed caller that the ft-10 is not validated for use on the da vinci platform, and that they use it on their own responsibility, even though it works. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu) and the molex circular mount connector. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and was confirmed as having occurred in the field during power-on test since c-34 error was seen. Upon visual inspection found that the front bezel was scratched. The unit will be returned to the original equipment manufacturer for additional analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.